Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The down button is permanently active due to external mechanical damage.

Event description:
Reporter stated the infusion device displayed an e8 power interrupt error and all of the buttons stopped functioning. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.